Manufacturer narrative:
Uf/importer rpt number: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic appendectomy, the handpiece was used and was reported to be unable to get a good seal. A similar device was used to complete the case. There was no patient injury.